Manufacturer narrative:
Complaint is confirmed. Performed investigation on returned meter. On insertion of test strip, meter went straight into the memory indicating memory overwrite. Meter is unlocked to mg/dl. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.